Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The proximal section of the balloon catheter was returned. A hypotube fracture was observed. The returned catheter exhibited a fracture of the hypotube located 53.6 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severly kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. Is is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The manufacturing records for top assembly batch 5297776 have reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the original kink or the subsequent fracture could not be determined.

Event description:
This is related to #6000093-2006-00243. This is determined to be reportable based on analysis. It was rpeorted that in preparation for a ptca procedure, the shaft of the quantum maverick monorail ptca catheter was broken. The technician exerted force on the syringe while the balloon was still in the hoop during flushing. As this event occurred during preparation the device never entered the pt's body and there was no pt injury. Also noted is that this device was used post-expiration.